Event description:
Patient representative reported patient ¿suffer from mental stress, anxiety, worry, humiliation, fear, concern, and other personal. Hardship due to the continuous fear of biaalcl and aftermath from the suffering of bia-alcl,¿ ¿suffered, or will suffer, painful removal procedures as a result of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the development of bia-alcl, and any condition or symptoms associated with bia-alcl,¿ ¿mental suffering ¿.suffered emotional distress, anxiety¿and loss of quality of life," and ¿debilitating physical pain.¿ patient representative also reported patient experienced "depression¿ and "disability;¿ these events are not related to the device.

Manufacturer narrative:
In response to FDA report number: mw5095754.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown -- lump/nodule and alcl confirmed post explant.

Event description:
Healthcare professional reported ¿did an explant with mastopexy, path back and patient has alcl on the right.¿ healthcare professional additionally noted, patient's lymph nodes " didn't look right" and ¿noted the pockets had small heaps of capsule,¿ clarified as ¿the patient experiencing gigantomastia.¿ pathology report provided ¿tumor occupies surface of the capsule and extends into dense capsular fibrous tissue¿ and ¿extensive fat necrosis, foreign body type giant cells and inflammation consistent with previous biopsy site.¿ additionally, pathological markers were confirmed to be present; ¿acute and chronic inflammation and rare cd30 positive atypical large cells. In light of weak positive staining for alk-1 on immunohistochemistry on original case, repeat testing by fish is recommended to confirm presence of alk-1 abnormality. Further reported was ¿capsular lumps.¿ affected side is right. The device has been explanted.

Event description:
Healthcare professional additionally reported ¿during explant noticed a strange bumpy appearance to both capsules."